Manufacturer narrative:
Device passed displacement test and self test. Device received with intermittent button response due to corroded keypad traces. The keypad connector was inspected and fully locked on lcd board. Device received with cracked battery tube thread, cracked case battery tube, cracked case corner of belt clips rails and broken belt clip rails noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad anomaly. The customer's blood glucose level was unknown at the time of incident. Customer stated that the buttons of the insulin pump was are unresponsive and are harder to press. Customer also stated that the insulin pump had crack on the backside. The insulin pump will be returned for analysis.